Event description:
It was reported that decrease in sensing and an increase in thresholds were observed. X-ray confirmed lead dislodgement. As such, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.